Event description:
The patient experienced a shocking/jolting sensation. She turned the external stimulator down to zero and the sensation resolved. Further information is being requested at this time.